Event description:
On (B)(6) 2012, a pacemaker check was performed. Reportedly, the displayed rest rate value (70min-1) was higher than the basic rate value (50min-1). The rest rate was then programmed to 50min-1, and the check was completed. An explanation was requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.